Event description:
Caller, covidien rep, reported a problem with the obturator being sharp and pointy and causing tracheal damage. Caller states that this occurred several weeks ago but the obturator is available for return. Caller confirmed that decannulation /recannulation was not required. The reported issue caused irritation during insertion but the tube was fine for continued use.

Manufacturer narrative:
(B)(4). The sample associated to this report is not available for analysis as the tube remains in use. However, pictures of the obturator may become available at a later date. Covidien is attempting to obtain additional info regarding the circumstances surrounding this report. Info has been added to the database for trending purposes.